Event description:
It was reported that while out to dinner on (B)(6) 2013 around 8pm, the patient was not feeling good and had a nasty taste in his mouth. The patient went to bed that evening and when he woke up said that he was so tired and bone cold and went back to bed, which was unusual. The patient wanted to go to the emergency room (ER) as he had involuntary body twitches, facial disfigurations, the patient¿s skin was crawling and he could not stop it and could not sit still. The spouse did not know if there was something wrong with the pump or not but the patient went to the emergency room (ER) thirty-six hours prior and was admitted for observation. When in the hospital, the patient had a head scan and blood work performed and there were trying to determine if patient had a stroke. The patient was administered a ¿pysch¿ drug to alleviate the tension. This was not relieved until they allowed him to take one of his oral hydrocodone and that seemed to ease everything. The patient was released and started to experience the same symptoms again on (B)(6) 2013. These symptoms included chills and a sore throat. No alarms had been heard. The health care provider was contacted and the patient was to be seen on (B)(6) 2013 and in the meantime was instructed to take oral hydrocodone and oxycodone if needed. The patient had recently taken both these medications. If the patient¿s symptoms worsened he was going to go the ER. The patient has not had a refill but was scheduled to the following month. This device system delivered morphine. The patient does also take a stool softener due to the medications. It was reported that the patient had been going in and out of withdrawal since (B)(6) 2013. The patient went to the emergency room on (B)(6) 2013 and they kept him for 36 hours and ruled out stroke and seizure and sent him home with ativan. This helped for the first day and then the day after ¿it started¿ again. The patient reported that he could not eat or sleep, his stomach felt like it was rotting out, and he was ¿freezing to death.¿ the patient had been trying to get help as he has called his physician and he has done everything they had told him to do. The patient has been taking oral oxycontin. Reportedly this pump was put in a ¿sack and sewed tight to his skin.¿ the patient stated he wanted the pump taken out and that he would ¿take methadone from now on.¿ the patient expressed dissatisfaction with their health care service. The patient¿s spouse was frustrated having used all her time off within the past six weeks trying to help her husband. Additional information has been requested, but was not available as of the date of this report. Further, the patient was concern that his pump was not working properly and inquired if there was a device that could monitor his pump to make sure it worked properly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n173508006, implanted: 2008 (B)(6); product type catheter. (B)(4).